Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons have become very hard to press and seem to be sticking upon being pressed and had received numerous motor error. Customer's blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.